Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: machine suddenly failed to maintain the abdominal pressure probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported event could be not confirmed. There are no indications of a manufacturing issue. Based on the information on the notification form, there was some dirt at the gas inlet port. A sintered filter is installed there, which is a wearing part. This filter must be checked regularly and replaced if necessary. The date of manufacture is not known. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the procedure was converted to open surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The gtin is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of (B)(6).

Event description:
It was reported that the procedure was converted to open surgery.